Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto the tissue, but failed to release from the catheter to deploy. Reportedly, the handle was opened and closed several times, until the handle came off. Eventually, a hemostat was used to grab and wiggle the catheter in order to successfully release the clip. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 2906 captures the reportable event of clip failed to release from the catheter. Investigation results: visual examination of the returned complaint device noted the clip assembly was not returned with the device. The control wire was noted to be outside of the handle and a severe kink was noted along of its body, indicating that the device was highly manipulated during the procedure. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto the tissue, but failed to release from the catheter to deploy. Reportedly, the handle was opened and closed several times, until the handle came off. Eventually, a hemostat was used to grab and wiggle the catheter in order to successfully release the clip. The procedure was completed at this time. There were no patient complications reported as a result of this event.